Event description:
It was reported that the patient presented with an atrial lead that was dislodged and was scheduled for lead revision. During the lead revision procedure, it was noted that the lead dislodged again when trying to reposition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found a retracted helix clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the coil, the helix could extend and retract. The full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.